Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had button failure. The customer¿s blood glucose level was unknown at the time of incident. Customer was advised that they need to change the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with no button response, problem isolated to the keypad assembly. Unable to perform the displacement test and self test due to no button response. (B)(4).